Event description:
As reported by an affiliate, a physician noticed that the hub of a 3.0 x 18mm cypher select + leaked due to a crack while attempting to implant the stent. The stent did not expand, and the device was removed from the pt. The procedure was completed with another device. There was no reported injury to the pt.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional info will be provided within 30 days of receipt.